Manufacturer narrative:
The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. Photos were sent to rse for further investigation. Rse confirmed that the reported issue is because of material changes of the pads, no malfunction of the new version of pads. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer has been sent replacement pads for satisfaction. There is no issue with the newer version of pads. If additional information is received the complaint file will be reopened.

Event description:
It was reported the unit is experiencing an issue with sticky pads. No patient involvement reported at this time.